Manufacturer narrative:
The device was returned to the london implant retrieval centre (lirc); no product was returned to the manufacturer for investigation. All precice stryde devices have been recalled since february 2021 and are currently off the market. A CAPA was completed to address the reported event of corrosion. The CAPA found the risk management (rm) process was inadequate. Future rm files for all iterations of the device will be integrated from the nuvasive specialized orthopedics-specific risk management and design control process/procedures into the nuvasive, inc. Global risk management process/procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
An investigation report from an implant retrieval center was received, detailing the examination of the retrieved implant. During the assessment, it was noted that the implant could be distracted and retracted passed the force testing. Additionally, surface damage grading revealed notable corrosion, scratching, galling, surface deposits and discoloration. The report indicated that the rod was removed as part of a planned procedure following the achievement of the desired lengthening.